Manufacturer narrative:
The investigation was completed on 20-dec-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002420 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when the hemostatic valve was observed to be damaged. The damage was observed at the time of sheath insertion. The issue was resolved by replacing the sheath. The procedure was completed with no patient consequence. Additional information was received indicating the hemostatic valve was broken. It was reported that the sheath was not being used on a patient.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.